Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2017. The representative reported that the imaging system software was corrupted. To resolve the reported issue, the representative reloaded the software for the imaging system. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, the imaging system would not load motion or x-ray functions. The loading bar for motion would appear but not advance. No error or status messages were observed. The site restarted the imaging system 5-6 times which did not resolve the reported issue. The site elected to continue the procedure without medtronic imaging or navigation. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Unable to determine root cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The logs indicate several reboots of the system with several exceptions recorded related to ¿the type initializer for 'bi.oarm.ias.oarm.systemmanager' threw an exception.¿. These exceptions are likely preventing the ias (image acquisition system) from properly initializing and connecting to the (mobile view station (mvs). Per on site system testing, the software was reinstalled and the issue was resolved.